Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a battery out limit alarm. The customer's blood glucose was 82 mg/dl. Troubleshooting was done. Explained that a battery out limit alarm during normal insulin pump use may have indicated a loose battery cap. The customer stated that she smelled insulin. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.